Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected, the issue occurred during the procedure. The procedure was completed as planned. The philips remote service engineer (rse) reviewed the system event logs remotely and identified generator errors resulting from tube current values that were lower than expected. During the onsite visit, the philips field service engineer (fse) conducted a detailed investigation, checking the hv plugs, grid switch, cathode, and tube mh conditioning. The fse detected a focus adaptation fault. Additionally, an evaluation of the tube wear factors showed that the tube was degraded. A review of the system logfiles, found that the system was unable to perform fluoroscopy due to x ray tube current out of range. The defective x ray tube was returned for analysis where it was found that the filaments are distorted and the focal track was melted. However, the fse replaced the x ray tube to resolve the issue. Following the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation outcome.